Event description:
Product complication: none. Time of complication: during the procedure, start date 2005. Symptoms: mild decrease sensation and trace weakness in left hand. It was reported that during procedure the pt experienced a mild stroke. Reported start date was 2005 with a reported stop date of 2005. The condition is not pre-existing and was unk if related to the device. The pt complained of mild decreased sensation with trace weakness in the left hand post stent. These symptoms persisted in the cath lab recovery room and the pt was sent for a CT scan. The CT scan revealed no evidence of hemorrhage and no acute intracranial abnormality. An independent neurologist assessed the pt on the following day. Left upper extremity grip 4-5 out of 5. This event resulted in prolonged hospitalization by 1-day. The pt's outcome was noted to be improved condition. The pt was discharged on the following day. No additional information was available.